Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent a breast augmentation revision with 450cc mentor smooth round moderate plus profile saline breast implant has experienced postoperative left-sided implant deflation. Patient noticed the left breast was deflated, accompanied with discomfort and a sloshing sound. The deflation was confirmed by ultrasound. As a result, the patient underwent explantation and replacement with non-mentor breast implant on (B)(6) 2020.

Manufacturer narrative:
On 06-may-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant, sloshing noise and breast pain. During visual examination of the device, a tear was observed on the posterior aspect measuring approximately 6.1 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. A second product was received (product code 3502450 and lot number 6750811). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of lot 6750811 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).